Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that two anti-fy(a) were missed when tested with biotestcell-i8 on tango optimo. The customer also reported that an anti-d due to rhogam was missed with biotestcell-i8 on tango optimo. The customer returned the supposedly defective product for investigational testing and also two patient samples (#(B)(6)) that had caused false negative test results. At the time the returned product arrived on our premises, the supposedly defective product was already expired. Nevertheless the patient sample #(B)(6) was tested with the complaint sample and our qc lab's retained product sample. The patient sample showed positive results with fya positive panel cells, except one fya positive panel cell. Patient sample #(B)(6) was also tested with the current lot of panel cells biotestcell-i8. All fya positive panel cells reacted correctly positive. Sample #(B)(6) could not be tested with the supposedly defective product, because it was depleted. During its shelf life, our quality control laboratory tested their retained biotestcell-i8 sample of the affected lot number with different controls and samples, e.g. Anti-d and anti-fy(a). All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-i8 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineers and no indication for an instrument or software malfunction could be identified on current data. The instrument was confirmed to operate within specification.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that an anti-fy(a) was missed when testing with biotestcell-i8 on tango optimo. The patient sample resulted as 2+ with screen, but the panel was negative. The gel panel was performed and it was clearly an fya. Our quality control is still waiting for the supposedly defective product and the patient samples that had caused false negatives. Information on the affected tango optimo was requested and we are awaiting the results.